Manufacturer narrative:
Aortic regurgitation (ar) in bioprosthetic heart valves occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Stenosis of an implanted valve may also be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was not able to be completed as information about the product was not provided. Edwards will continue to review and monitor all events and if further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that approximately twenty-five (25) years post-implantation of this bioprosthetic heart valve, a transcatheter valve was implanted (valve-in-valve) due to aortic stenosis and regurgitation, secondary to degeneration. The transcatheter valve was successfully implanted the patient was listed in stable condition, post-operatively.